Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgical residue in a micro centrifuge vial. Visual inspection found no damage and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: event: "left eye (os)" should be added into the initial MDR. MFR narrative: "foreign residue and debris" should be added to the previous MDR. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that 12.6mm vticm5_12.6, -10.5/1.5/004 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer and different diopter lens due to the lens power not fitting the patients refraction. The reporter stated that the cause of this event was user error, the reporter stated " wrong ocos calculation of the surgeon, he used +cylinder instead of - cylinder".